Manufacturer narrative:
Field service engineer (fse) reported that fluoro was operational when he arrived on site. Fse investigated; footswitch/cord was checked, all alignments were checked along with generator function. No problem was found. Fse noted that if a pt file was not opened, the rotor will start but the camera will not trigger and there will be no fluoro. This is a safety interlock designed for the system. Fse verified proper operation per service checklist ossrwi4.1 and returned the unit to service.

Event description:
On (B)(6) 2013, customer states via phone that during a urodynamic procedure on a female pt in her late 40's or early 50's the fluoro failed. The physician was able to complete the procedure w/o fluoro. No pt injury.